Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display and in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: during investigation, the keypad was intact with no evidence of damage. The keypad was unresponsive due to moisture damage. The keypad was removed to find no evidence of contamination on the button contacts. Moisture was found internally on the display, the keypad connector, and on all boards. A leak test was performed and failed due to a display lens leak.